Manufacturer narrative:
D10: (B)(6), 208-25-09 - cc tibial insert sz 5, 9mm; (B)(6). 210-01-05 - nmc femoral sz 5; (B)(6), 204-04-55 - trapezoid tibial tray sz 5f/5t; (B)(6), 200-02-38 - three peg patella 38mm; (B)(6), 204-32-01 - fluted stem extension 11l x 12 mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 98 months after a right total knee replacement procedure, the patient underwent an arthroscopic procedure and debridement to address synovitis. No operative notes were provided. No further issues or complications were reported. No additional information is available.